Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h8 additional information: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer reportable malfunction was reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " broken fiber¿ malfunctions could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the micron laser tip cracked off the fiber. The issue occurred during a therapeutic lithotripsy procedure. The procedure was completed using a similar device. There were no reports of patient harm.